Event description:
During a lap. Cholecytectomy procedure the clips kept following off the device. None of the clips fell into the abdominal cavity. Another device was used to complete the case with no pt consequence.